Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the reported event. Previous investigations determined that the failure is related to design. Eco (B)(4) was established in may of 2008 to install a longer pin, which would capture both walls of the shaft and alleviate pin failure. Based on the performed investigation, a need for additional corrective action is not indicated. Depuy considers this investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
After seating the cup, the surgeon went to disengage the handle from the implant. Instead, the threaded tip from the handle remained threaded in the cup's central hole and literally disengaged from the handle itself. Nibblers were used to remove the threaded tip from the cup. A new (sterile) handle had to be obtained from another hospital to remove the 'contaminated' cup and a new cup was inserted with the initial handle which had to be re-sterilised as 2 separate parts and screwed back together. Forty minutes delay to surgery time reported.